Manufacturer narrative:
The device is included in the medical device safety alert, model 8637 synchromed ii implantable drug infusion pump battery performance. Physician communication (july 2009).

Event description:
It was reported that the pump was replaced due to field action. Per the reporter, the pt's pain "has never really been controlled". The pump was not going to be returned to the manufacturer as of the date of this report.